Event description:
Related manufacture reference number: 2017865-2023-18161. It was reported the patient's atrial lead exhibited noise oversensing. During explant procedure, it was noted that the patient's right ventricular lead exhibited externalized conductors. Both lead were explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a complete lead was returned in three pieces for analysis. Two external insulation abrasions were found proximal to the suture sleeve tie consistent with friction to the device can. No other anomalies were identified.